Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on posterior assessed as fold flaw opening. Additional observations: crease flat observed on the device. Yellow particles observed inner the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Correction to awareness date for supplemental medwatch 2749585 the correct aware date is 03/28/2023.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.